Manufacturer narrative:
User reported discrepancies between bg and sg readings. Escalation analysis indicated that there was no issue with the health of the sensor. As a proactive troubleshooting measure, customer care recommended that the user re-link their sensor to clear calibration history or any potential calibration misalignment. The user agreed with the escalation response and they were advised to continue using the system and to call back if the discrepancies persisted. Per dms review, the user was using the system with up to date information.

Event description:
On april 29th 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.